Manufacturer narrative:
Continuation of d10: product ID tm91scs2, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that they had the stimulation adjusted and it no longer shocks.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having issues with the communicator. Patient stated the green and blue light on the back of the communicator were both flashing and would not quit flashing. Patient said they pushed the button to try to turn the whole device off for 10 seconds and it would not do nothing. Patient saw not found communicator when trying to connect to the mystim rc app. Patient confirmed their follow up appointment was tomorrow with a nurse and a medtronic representative but was given guidance by the doctor that it was okay to use the equipment. When asked for the event date, patient stated that it was probably a week ago. During the call, patient closed out of all applications and restarted the handset. Patient reset the communicator. Patient was able to connect to the mystim rc app. The troubleshooting steps taken on the call resolved the issue. Agent reviewed with the patient that the equipment was working as intended. Patient also mentioned that when they were using group b, they felt a bunch of static shocks going through their leg a few days ago, so they switched to group c and felt nothing in group c. Patient then stated that they switched back to group a and l eft it there. Agent confirmed that group a was providing sufficient stimulation and that the patient was not feeling any sort of shocking sensation. Patient noted that they were on group a at 8.5. Agent reviewed information and advised to stay on group a in the me anytime. The patient was redirected to their healthcare provider to further address the issue and agent advised to bring the matter up at their follow up appointment tomorrow.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.